Manufacturer narrative:
(B)(4). Product background: the myopt9medium myairvo optiflow + nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Myairvo optiflow + nasal cannula are designed for use with the myairvo series humidifiers to provide nhf. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the complaint myopt9medium myairvo optiflow + nasal cannula was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Our investigation is based on our evaluation of the subject device, information provided by the distributor, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the myopt9medium myairvo optiflow + nasal cannula revealed that the tubing was damaged near the centre of the tube's length. The film of the tubing was torn and one of the spirals is deformed which indicated that there was an external force being applied to the tubing. There were no patient involvement reported by the distributor. Conclusion: our investigation was unable to determine the cause of the observed damage to the myopt9medium myairvo optiflow + nasal cannula. Based on our knowledge of the product the tubing was likely subjected to excessive force before patient use. F&p's manufacturing controls for the optiflow + tubing include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The subject myopt9medium myairvo optiflow + nasal cannula would have met the required specifications. The user instructions which accompany the optiflow + interfaces for japan set out how the cannula should be placed and fitted, including the use of the head strap clip. The user instructions for japan also state the following: "do not pull, squeeze, crush, or strongly pinch the breathing tube until the tube is deformed". "It is recommended to use appropriate patient monitoring with this product ". "Fit the prongs to the patient's nose and secure it to the patient with the head strap. Make sure that the clip is secured to the head strap". "Make sure that an air flow is coming out of the prongs when using the product in the patient". "Use the clip to secure the tube to the prongs."

Event description:
A distributor reported on behalf of a healthcare facility in japan that the tubing of an myopt9medium myairvo optiflow + nasal cannula was found damaged before use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.